Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported issue was not confirmed using system logs. M-1f error logged is not of concern. Inspection during fa process was not able to confirm or replicate the reported event. Fa inspection only tests for activation via tones; handheld instruments not available/utilized in test operations. Unit tested on system, all operations successful via all ports. Footswitch activation tone operations successful. No errors in erbe logs. As a result of these findings, the root cause of the reported event could not be determined because the unit is an OEM product and cannot be opened on site for further analysis. Erbe will be sent to OEM for further investigation. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure that the erbe foot pedals were not activating energy. The erbe was providing audio indication of energy delivery, but there was no output. The user turned up the effect level, with no change. There were no related errors in the system logs. The user proceeded with a 3rd party generator. The customer was not docked yet. The intuitive tech support engineer (tse) walked the caller through a power cycle of the erbe, but they were unable to confirm if the foot pedals were working.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The probable root cause of this issue is attributed to a faulty electrical component inside the erbe generator.